Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this right ventricular lead had microdislodged. The r wave amplitude has decreased significantly and a lead revision is scheduled. To date, there have been no adverse pt effects reported. At this time, the product remains in service. If add'l info becomes available this event will be updated as necessary.